Event description:
A customer contacted baxter's technical service center to request assistance ending therapy with the homechoice (hc) machine during use. The home patient (hp) disconnected himself from the machine while sleeping per the care giver (cg). The cg stated she discarded the bags but needed to get the cassette out so she could start over with new supplies. The technical service representative (tsr) assisted the cg with ending therapy. Product surveillance contacted the cg regarding the reported event. The cg stated that the hp was in the hospital at the time of the event and is still hospitalized. The cg stated the hp was given a sleeping pill which caused him to be disoriented and he accidentally disconnected his transfer set from the patient line. Per the cg there were no problems with the cycler or the supplies. The cg advised that the hp was able to resume therapy after she started his therapy over with new supplies. Per the cg, there was no patient injury or medical intervention associated with this event. The cg stated the hp was still performing therapy while in the hospital successfully.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The complaint was confirmed for connection issue was confirmed. The problem was confirmed and the assignable cause for the connection issue was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.